Event description:
As reported, no audible alarms sounded while the unit was in use, only when powered off and on. Please note there was no pt involvement in this case.

Manufacturer narrative:
H3: analysis: investigation of the device history record and final test data was conducted and unit had passed all inspections at newport medical instruments before shipping. Physical investigation of returned unit found the cable to pcb2106p was disconnected 100%. Cable or pcb board had no damage. Cable was reconnected and alarm functions resumed. Conclusion: disconnected cable from pcb2106p occurred after final test at nmi and before dealer receipt of unit. Device history record and past test data was investigated